Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was elevated. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer's physician indicated that the dka was caused by the failure of the pump and its supplies. Although requested, additional information about the reported event was not provided.